Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal end of a tubing on a one-link needlefree IV set cracked. The reporter stated that after an unknown surgery, the patient took the set home and used it as a drain. During an unspecified time, the tubing of the set cracked and leaked effluent. There was no report of patient injury or medical intervention. No additional information is available.